Event description:
Customer called to report a delivery anomaly on the insulin pump. As a result of the delivery anomaly, it was reported that the customer needed medical treatment due to low blood glucose levels. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.